Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds on the right ventricular (rv) lead had increased and the patient was experiencing nerve/diaphragmatic stimulation. The lead was possibly dislodged. Diagnostic testing was conducted, and by the time the testing was completed the patient displayed intrinsic conduction. The lead remains in use but was scheduled to be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.